Event description:
Contact reports that one of the eagle cervical screws is backing out. Problem noted on post-op x-ray. Pt is not symptomatic, surgeon is keeping an eye on the patient but taking no action at this time.